Event description:
Device noted to be "leaking" when used with primary set. Per health care professional,"over a 30 minute time period, the pt bled all over the floor, room full of blood, pt was on heparin." Device used with peripheral IV. Set change only immediate intervention. However, reportedly the pt "had a low h/h to begin with" and the following morning required "1 or 2 units of blood." Health care professional believed incident with device "had contributed" to pt's need for blood.